Manufacturer narrative:
--

Event description:
Additional information was provided that the patient was brought back into their clinic for lead testing. It was noted that all lead impedances were normal and consistent; however, high lv impedances were noted to be due to extended bipolar pacing, using the right ventricular (rv) lead as the anode. The lv lead pacing configuration was changed to unipolar to take the rv lead out of the configuration. It was noted that this was found to confirm lv capture. The patient will continue to be followed closely via latitude.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited oss of lv capture. Technical services (ts) noted this could be due to an intermittent fracture or intermittent connection issue. Ts advised to have the patient return to the clinic for lead testing. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available the event will be updated.